Event description:
It was reported that during a radial endoscopic bronchial ultrasound (ebus), the lcd screen of the subject device was not working. The customer did not have any other keyboard or another (EU-me1) device to try. They already power cycled the (ei-me1) device and reseated the keyboard and got the same issue. The ebus was performed as an elective surgery for a mediastinal node biopsy. The procedure was aborted and the patient was taken off of general anesthesia. The procedure has been rescheduled for a later date but not yet completed. Aborting the procedure did not result in any harm or delayed treatment or diagnosis of a life-threatening condition for the patient.